Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that there were air bubbles in the reservoir and tubing. The customer did not recall the blood glucose reading. The insulin pump was not rewound with the reservoir in place. The customer uses room temperature insulin and declined further troubleshooting. The customer was advised to call back if needed.